Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient underwent a second surgery to explant the devices due to patient condition.

Event description:
It was reported that the patient underwent a second surgery to explant the devices due to patient condition.

Manufacturer narrative:
The reported degradation time of the delta plates in this complaint is within the expected biodegradation times which are found in literature referenced in stryker¿s clinical evaluation report (cer) for the delta system. The clinical consultant considered it very unlikely that there is a product-related issue with this patient. The clinical consultant¿s opinion further provides a possible cause as to why the degradation was even disrupted. H3 other text : device not available.